Event description:
Lobectomy procedure. Dlu cut did not staple the tissue. Some of the lung was punctured as a result.

Manufacturer narrative:
Summary: from the icr report: it cut the tissue but did not staple the tissue. Returned reload fired half way only, no abnormalities that would contribute to the incomplete firing. Dlu: 06-00885 fire gear shaft assembly has a gear with broken tooth. Please see attached pictures. The issue will be monitored and trended to determine if a corrective action is warranted. See scanned pages